Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 700mg/dl. The customer reported the following symptoms, vomiting, sweating, agitated, and shaky. The customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the insulin pump is not delivering the full amount of insulin. Customer declined troubleshooting, and requested that the insulin pump be replaced.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime compromised force sensor system alarm and excessive no delivery test. No cosmetic damage noted.